Event description:
Pt arrived for hemodialysis afebrile and without complaint. Dialysis treatment began via right int jugular perm cath without difficulty. At approx 2 hrs into treatment pt complained of chills. Temp 99.1 from 98.8, uncontrollable shaking noted. Unable to continue treatment. Ems notified and pt transported to emergency room.